Event description:
It was reported by the customer that their sensors were calibrating incorrectly. Customer states that the sensors would inform them that their blood glucose levels were high or low, when they were actually stable. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
The unit properly connected with glucose sensor simulator and enter bg now screen is functioning properly. Unable to download to care link pro due to multiple a47 alarms noted in history screen. A47 alarms are due to corrupted history file. Unit received with minor scratches on lcdwindow.